Manufacturer narrative:
Intuitive surgical inc. (Isi), did receive the da vinci product to perform failure analysis. The instrument was analyzed and there were no frayed cables observed during visual inspection. The instrument articulated as expected during manual articulation. Additional observation(s) related to customer complaint: the instrument was found to have damage of the conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not frayed or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
It was reported that during central processing, frayed wires discovered on the fenestrated bipolar forceps. The last procedure was completed as planned with no reported injury.